Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing it showed a false "double beep" alarm. The internal inspection of the device showed fluid ingression throughout which likely caused the component issue.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that there was a "no disposable" alarm. This happened while testing. There was no patient involved.